Event description:
This is a spontaneous case report received from a medical doctor in united states on 23-jan-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2008. It was reported that on an unspecified date, the patient experienced headaches. Essure was removed on (B)(6) 2015. The product technical complaint (ptc) investigation and final assessment were received on 02-feb-2015. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced headaches. This event was considered serious, due to medical importance and is listed according to essure's reference safety information. In this particular case, limited information was provided; however considering that headaches has been reported as possible adverse event during essure therapy a causal relationship with the suspect insert cannot be excluded. This case was regarded as an incident since essure device was removed. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality. Follow-up information is being sought.

Manufacturer narrative:
Follow-up received on 21-may-2015: the required number of follow-up attempts has been completed with no response to date. Case considered to be closed. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced headaches. This event was considered serious, due to medical importance and is listed according to essure's reference safety information. In this particular case, limited information was provided; however considering that headaches has been reported as possible adverse event during essure therapy a causal relationship with the suspect insert cannot be excluded. This case was regarded as an incident since essure device was removed. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. Follow-up information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.